Event description:
The co received a report where it was claimed that the cuff developed a leak during pt use. Replacement of the tube was required.

Manufacturer narrative:
The sample associated to this report is expected to be returned for eval, but has not yet arrived.